Manufacturer narrative:
A request has been made for the return of the communicator. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient advocate that the communicator power supply was hot to the touch and was melted. No adverse patient effects reported. A replacement communicator was shipped to the patient.

Manufacturer narrative:
Laboratory analysis confirmed the reported observation. Upon receipt at our post market quality assurance laboratory the communicator power supply was observed to be melted from excessive heat and the power supply failed to output any significant voltage.